Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple insulin gauges was inaccurate. Customer loaded a new cartridge or reloaded a cartridge to resolve the issues. Customer¿s blood glucose level was 90-220 mg/dl.